Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver unspecified contrast medias during CT scans with high pressure injectors. After unspecified lengths of time in use, the tubing sets disconnected from unspecified connections. It was reported that unspecified volumes of the contrast medias leaked. The tubing sets were replaced and the procedures were resumed or repeated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.